Event description:
Stryker disposable suction/irrigator with disposable tip leaked at the surgical field at the connection point between disposable tip and suction irrigator. No harm came to the patient and suction irrigator was replaced with no further complications. The same tip was used for both suction irrigators. Reference report: mw5168694.